Event description:
The following information was reported: the bridge over the top lip sponge part of the hollister oral endotracheal tube attachment device came loose and was found in the throat of the patient. It did not appear to be blocking anything and was not swallowed as the patient was sedated. The sponge was noted during oral care and was removed with long forceps.

Manufacturer narrative:
Without the sample hollister incorporated is unable to evaluate the reported incident or determine the cause for the foam bumper separation.